Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012441104); product type: 0195-heart valves; product ID l-evolutfx-2329 (lot: 0013257488); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve replacement (tavr) procedure to treat a failed non-medtronic surgical aortic valve with mixed stenosis and insufficiency, the transcatheter aortic valve was repositioned three times due to deep initial placements. During the second recapture attempt, the valve infolded, and a large infold was observed in the valve during the third deployment attempt. The infolded valve was removed from the body and not implanted. A second valve was loaded and implanted successfully on the first attempt. The implanted valve was post-dilated with a 21mm non-medtronic balloon to fracture the 21mm non-medtronic surgical valve. The hemodynamics at the end of the procedure were good with no gradient and no paravalvular leak, and vascular closure was uncomplicated. Multiple fluoroscopic views and valve loading screens were assessed, showing minimal crowding and passing the fluoroscopy screen.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a procedural delay of approximately 4 minutes occurred while the second valve was prepped. The first valve remained in-situ at 80% until the second valve was prepped and screened because the patient was stable. Per the physician, the small surgical stent may have contributed to the infold. The non-medtronic valve was 17mm and the valve did not infold on the first or second deployment attempts, it occurred on the second recapture prior to the third deployment attempt.

Manufacturer narrative:
Image review: 6 fluoroscopic cine loops of the pre-implant balloon aortic valvuloplasty (bav) and implant procedure were provided for review. The patient summary was not provided for anatomical review. Adverse events that may be associated with the use of the evolut fx system include, but may not be limited to, the following: prosthetic valve dysfunction (regurgitation or stenosis) due to bending (out-of-round configuration) of the valve frame; under expansion of the valve frame; calcification; leaks; malposition (either too high or too low)/malplacement. Image 1 shows the fluoroscopic load inspection of the evolut fx+ 23 mm with unsuspicious valve. Image 2 displays the infold in the valve frame, as reported. Image 3 shows the post-implant bav action after successful implantation of the second evolut. The evolut frame infolding can be facilitated by a variety of unfavorable factors, including inflow-crown overlap during loading, excessive leaflet, annulus and lvot calcification and patient anatomy. If an infold is detected, it should not be attempted to re-sheath and re-deploy the bioprosthesis. Do not use the entire system. The valve, catheter, loading system, loading tray, and saline all must be replaced with new sterile components. A third deployment was attempted after the infold had already been noticed. Only after the unsuccessful 3rd attempt was the complete evolut system replaced with a new one. No misload (e.g. Inflow-crown overlap) can be identified from the images provided. Since the infolding only occurred during the second deployment attempt, the root cause for the frame infolding very likely lies in the deteriorated probably stiffened surgical aortic valve leaflets (stenotic and insufficient) which may have caused the evolut to infold. It must be noted that valve fracturing is off-label use and may seriously damage the evolut, and thus must be strongly discouraged. The 2nd valve was successfully implanted and no serious adverse effects were reported. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.